Manufacturer narrative:
(B)(4). Wedge bypass. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did they complete the procedure? Any patient outcomes and if so what did they do to resolve the issue? Bleeding and if so how many cc's, how did they control the bleeding if reported? Any units of blood required? If, so how many? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the device was received with the left wedge band damaged and with a cartridge loaded on the device. The reload was noted to have a wedge band bypass as the right side was fully fired and the left side was partially fired 1/4. No testing could be performed due to the returned condition of the device. The instrument was disassembled to verify the condition of the internal components and the left sled wedge was found damaged. While no conclusion could be reached as to how the wedges became bent, it is possible that the device was fired over a hard object. Please when positioning the stapler on the application site, ensure that no obstruction such as clips, stents, guides wire etc, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left lower lobectomy procedure the surgeon was using the device across the bronchus and the device when observed the staples were malformed. Additional information will be provided after the rep speaks to the surgeon. No patient information provided.